Event description:
Customer reported to sales rep that he had a suture line dehiscence several hours post-op following abdominal aortic aneurysm repair. Pt was returned to the or for repair. Pt has fully recovered and no further complications were noted.